Event description:
Additional information received on 30sep2019: the complaint device was a universa firm stent set of unknown size.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A review of the quality control data was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record or complaint history could not be conducted. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Based on the available information there is no evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The cause of the complaint could not be established. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: o.r. Coordinator. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a user of an unspecified stent device has had "strings stretch to at least double the length, strings break and a good length of it is still attached to stent inside bladder, strings rip through the end of the stents." No known adverse events have been reported as a result of the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.